Event description:
It was reported post biliary stenting procedure, restenosis occurred. The target lesion was located in the common bile duct. A 10mm x 40mm mustang balloon dilation catheter was used for predilation. A 10mm x 68mm 7f wallstent rp endoprosthesis stent was implanted and an occlusion was noticed within the stent. The occlusion was treated with dilation and the procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).